Event description:
It was reported that the patient presented in-clinic experiencing dizziness. Upon review, the right ventricle lead had been turned off and exhibited failure to capture, low pacing impedance, over-sensing noise, and poor sensing. Programming changes were made on the device. No patient consequences.

Event description:
New information noted that the right ventricle lead was explanted on (B)(6) 2022. No patient consequences.